Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button on the insulin pump was unresponsive due to corroded keypad traces. No scrolling number or display anomaly noted during testing. No moisture damage was noted on the electronics. The device had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when act button was pressed numbers continued to scroll. Customer's blood glucose was 200 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.